Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Device not received.

Event description:
It was reported that the customer answered "yes" to the following survey questions: "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.